Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient anatomy. Previously and caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent package was opened and the stent delivery system (sds) was removed from the plastic coil. The sheath was removed from the distal end of the sds and the stent came off the balloon and stayed within the sheath. It was not immediately recognized that the stent had come off the balloon. The balloon was inserted into the patient to deploy the stent. The balloon was inflated /deflated with a poor angiographic result. The stent could not be visualized angiographically. It was then noticed that the stent had come off the balloon and was in the sheath. Another 3.5 x 18mm vision stent was then successfully deployed. No additional event or patient information is available.